Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer occasionally changed supplies or continued insulin administration without changing any supplies. Ultimately, the customer reverted to an alternate method of insulin therapy.